Manufacturer narrative:
Method - review of historical complaint records for like product (elite/j201) performed. Mfg and user reviewed event chronology in light of product labeling limitations related to conditions requiring retesting and/or laboratory confirmation prior to dose regimen modification. Customer indicated no pt injury due to event. Initial reporter indicated an e-mail would be sent if further info became available. To date, no additional info has been provided. Customer advisory initiated emphasizing conditions requiring retesting and/or laboratory confirmation prior to dose regimen modification. Communication with other product complainants related to product labeling limitations conducted.

Event description:
Verbal communication with facility on 9/29/06 - during process of initial coumadin administration for pt scheduled to undergo artrial fibrillation surgery, an 'out-of-range low' error displayed when performing prothrombin test (pt). Warfarin dosage was increased, patient pt test repeated 1 week later, 'out-of-range low' error reported. Pt specimen sent to lab with result of 11.7 inr. Vitamin k subsequently administered. Surgery cancelled and physician, currently, regulating atrial fibrillation through medication. No pt injury reported.